Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation at the service center, the technician observed visible foam particles within the blower kit. In addition, dust contamination was observed and determined to be unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the available information, this event is reportable under FDA 21 cfr part 803 as a product malfunction.